Manufacturer narrative:
Additional information: according to the limited information from the field, re-implantation surgery is considered due to a failure of the implant caused by a external impact. However neither further information nor in situ measurements have been received.

Event description:
The complaint was received at hq initially with no information. It has been later reported, on august 23, 2023, that the reason for the failure of the implant was a fall from the roof (approximately in the spring of 2021).

Event description:
The complaint was received at hq initially with no information. It has been later reported, on (B)(6) 2023, that the reason for the failure of the implant was a fall from the roof (approximately in the spring of 2021).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.